Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer alleged a leak from the cartridge into the pump. Advised that when she removed current cartridge she used a q-tip to ensure compartment was clean and advised that q-tip was wet. She is alleging that insulin leaked from the cartridge into the pump due to a cartridge defect. No adverse event alleged. A request was made for the return of the device.